Manufacturer narrative:
Intuitive surgical inc. Has not received the tip cover accessory for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined at this time. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy surgical procedure, the tip cover accessory fell off into the patient and was retrieved. However, the root cause of the customer reported failure mode cannot be determined. At this time, it is unknown what caused the tip cover to fall off into the patient.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the tip cover accessory was noticed missing from the monopolar cautery scissors instrument. The physician located the tip cover inside the patient and retrieved it using a prograsp instrument. There was no report of patient harm, adverse outcome or injury.